Manufacturer narrative:
Correction: h2 and h3 was missing device evaluation and evaluation yes and attached selection fields not selected when they needed to be.

Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer. Electrical, longevity, and visual analysis was normal with no anomalies found.

Manufacturer narrative:
The initial medical device report was submitted via an alternative summary report on 10/31/2017 under authorization number (B)(4) for manufacturer abbott under registration number (B)(4).

Event description:
The initial medical device report was submitted via an alternative summary report on 10/31/2017 under authorization number (B)(4) for manufacturer abbott under registration number (B)(4).